Event description:
The police dept (pd) reported a home pt (hp) expired while using the homechoice cycler for apd therapy. The hp had recently separated from their spouse who reportedly had frequently assisted the hp with apd therapy. In 2004, the hp experienced difficulties while attempting to setup the homechoice system and contacted their estranged spouse for assistance. According to the pd, the hp's estranged spouse came to the hp's house, assisted the hp with initiation of apd therapy, and then left the hp's house. The pd reported that on the morning the following day, the hp was found to have expired during apd therapy. The pd quarantined the hp's premises and requested that baxter perform an on-site investigation of the homechoice system, in order to rule out possible foul play. The pd reported that an autopsy of the hp is being performed; however, the results have not yet been released. Autopsy results will be forwarded upon receipt.